Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the secure release sleeve/lever of the motor device or attachment device was difficult or impossible to move was confirmed. The assignable root cause of these conditions was determined to be traced to user, which is user error. UDI :(B)(4).

Event description:
It was reported from (B)(6) that the secure release sleeve/lever of the motor device or attachment device was difficult or impossible to move. During in-house engineering evaluation it was determined that the motor device would run in the locked position power broken, the device was leaking liquid, the locking components were damaged, and the device fell apart/unattached. It was further determined that the device failed pretest for safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.